Event description:
It was reported that the insulin pump has recurring no delivery alarms during manual prime. The customer's blood glucose reading was 573mg/dl. Troubleshooting was performed. The caller stated that the issue has been resolved, as customer had already changed the infusion set and reservoir. The caller stated that the boluses only were delivered when the customer programs a fill cannula. It was stated that the customer had programmed several boluses and no insulin came out. The caller stated that it sounds like the piston is not moving to deliver the insulin. Advised the caller that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.